Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer had normal blood glucose levels of 120 mg/dl. The customer reported a button error alarm from the insulin pump. Troubleshooting was done. No additional information is provided.